Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving four shocks from the implantable cardioverter defibrillator. The therapies were disabled, and the patient was found to be in rapid atrial fibrillation with ventricular fibrillation. Upon, interrogation, post-paced t-wave oversensing was noted. The patient remained in the hospital having medications changed to reduce the atrial fibrillation ventricular response. Some of the electrograms were labelled as ventricular tachycardia but when opened were actually supraventricular tachycardia episodes that accelerated into ventricular fibrillation. Programming changes were made. The patient was stable.